Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient reporting that the "orange colored device" (the patient programmer has an orange button on it) which "changed the battery" was going off instead of on. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Estimated event date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for dystonia and movement disorders reported that their ins was turning therapy off by itself. It was unknown how exactly it turned off. The ins was ¿off/ok¿ initially, but the patient was able to turn it on and saw ¿on/ok.¿ no further complications are anticipated.